Event description:
Caller reported that a pump malfunction occurred when the pump screen went dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the pump into a power source with charging supplies known to work. The customer, who did not have their charging supplies on hand at the time, planned to follow up after a healthcare professional appointment when ready and with the necessary charging supplies. Upon follow up pt clarified that pump screen was on at time of original call, however pump displayed a malfunction. Cts sent replacement pump. The customer will use multiple daily injections (mdi) as a backup.